Event description:
Type of procedure: gastric sleeves event description: additional information received from applied medical representative via email on 27may25: spoke with the client about this cer [complaint], there were 3 clip appliers which didn¿t work well. Additional information received from applied medical representative via email on 13jun25: no clips come out of the stapler. Trigger was smooth as always, just no clips. Initially clip was loaded into the jaws, then no. Patient status: no patient injury indicated intervention: device replacement.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of the clip not loading into the jaws. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: gastric sleeves event description: additional information received from applied medical representative via email on 27may25: spoke with the client about this cer [complaint], there were 3 clip appliers which didn¿t work well. Additional information received from applied medical representative via email on 13jun25: no clips come out of the stapler. Trigger was smooth as always, just no clips. Initially clip was loaded into the jaws, then no. Patient status: no patient injury indicated. Intervention: device replacement.